Manufacturer narrative:
The investigation is still ongoing.

Event description:
The complainant responded to an inquiry for additional information with the following: do you think or believe the pump¿s anticoagulation could have contributed to the bleeding? "No, the impella was not suspected. Dr (B)(6), who performed the surgery stated he believes the multiple rounds of acls involving CPR causing sternum and rib fracture which also damaged pericardium and facilitated bleeding."

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that local support was contacted due to patient coding and needing to return to operating room due to excess chest tube output and deteriorating blood pressure. According to the nurse, the patient had approximately 2 liters of chest tube output and required escalating doses of vasopressors and inotropes. The impella insertion site showed no evidence of bleeding, and automated impella controller (aic) waveforms were appropriate. The patient underwent sternotomy at bedside while in transport to operating room. Patient was declared deceased shortly after arriving to operating room. The physician reported concern that the patient had sustained fractured sternum and rib bones during resuscitation at an outside facility, resulting in pericardial and cardiac tearing. He believed this traumatic injury was the likely source of the excessive bleeding. The patient subsequently expired.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Ppae (cardiac perforation): the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.